Event description:
Reportedly, during an implantation procedure, atrial and ventricular leads were inserted and tested without showing anomaly. Then the pacemaker involved in this MDR report was connected to the leads. As tests performed suggested atrial undersensing, the lead was repositioned. Then the mode was changed to aai and impedance was measured, normal value was obtained. When the pacemaker behavior was checked on real time egm and makers, atrial sensing markers were not observed. Since pacemaker failure was suspected, leads were connected to a second device but showed the same behavior. Finally, 2 minutes later, atrial activity was observed. The second pacemaker was kept implanted and the first one will be returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.